Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown dose and concentration of fentanyl via an implantable pump. It was reported the patient's pump began to alarm on (B)(6) 2020. The patient was hearing the single toned alarm. The patient stated it was almost time to have their pump refilled but they were dismissed by their doctor and they did not have anyone to fill their pump due to covid-19. The patient stated no one was taking on new patients. The patient wanted to have their pump refilled with saline until they can find a new doctor. The patient stated they would contact their nurse practitioner to see if they could help her. No symptoms were reported. On 2020-june-03, additional information was received from the patient. The patient stated they have not been able to find a healthcare professional (hcp). The patient's pump was now dry. As of three days ago, the pump changed from a non-critical alarm to a critical alarm. The patient inquired on how to get the alarm silenced.